Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, causing difficulty activating the screen and user frustration, and the wake-button sensitivity was cycled during a troubleshooting call; blood glucose was not impacted, and the affected device component corresponds to the switch/relay. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a device problem consistent with an unresponsive key or button, with an electrical problem identified in the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.